Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced pain with stimulation, leading to the decision to explant the device. Subsequently (B)(6) 2015 (day not reported), the device was explanted and the patient was reimplanted with another manufacturers device. The device has not been made available for analysis as of the date of this report, october 6, 2015.

Manufacturer narrative:
Correction: the date of explant was (B)(6) 2015; not july 1, 2015 as previously reported. This report is filed april 15, 2016.

Manufacturer narrative:
This report is filed april 27, 2016.